Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the cassette was cracked and resulted in chemo leakage. There was unknown patient involvement and unknown patient harm. No further information is available for this complaint.

Manufacturer narrative:
Received one used device for evaluation. As received no damage or anomalies were observed. The set was leak tested per specification. A leak was observed at the junction between the outgoing tube and cassette. In attempts to identify the source of the leak red dye was pushed through the set. A small tear was observed in the outgoing tubing behind the cassette. The deformation of the tubing appeared to be rough and stretched out. The complaint of leakage can be confirmed due to the observed tear on the outgoing tube of the cassette. The probable cause is due to unintentional external pulling forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received stating that solution involved was an unknown chemo drug and the leak occurred during patient infusion. There was no contact with the patient or healthcare provider. There was no-one harmed as a consequence of this event. The spill was cleaned per facility protocol and the information of the spill kit used was unknown. There was patient involvement and but no patient harm.